Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions telephone number : (B)(6).

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a display that went blank. The customer rebooted the unit and resumed therapy, no patient harm was reported.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The distributor performed the repair, during the iabp intra-hospital transfer, the monitor suddenly went black and became unresponsive. The head nurse restarted and resumed work again and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text : service was not performed by getinge employee.

Event description:
N/a.